Event description:
The customer reported that the sys intermittently beeps upon start-up and has to be restarted for it to work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive was replaced and the software was reloaded. The sys was found to be working as intended and put back into svc.